Event description:
Patient developed hypotension during patient's 11th column treatment. Patient was given 200 ml saline and bp stabilized but approximately 40 minutes later patient became hypertensive. Patient then developed diplopia, a headache and chest pain and was admitted to the hospital for evaluation. Diagnosis was small myocardial infarction and small cerebrovascular accident. Upon discharge form hospital, diplopia continues, patient cannot open left eye and also has some right arm weakness. Cardiac symptoms resolved. The patient's arthritis responded well to the treatments.